Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol intravenous (IV) administration set was leaking at the burette chamber. This event occurred at the hospital during filling and before patient use. The device was filled with an unspecified medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a drop of the fluid on the burette chamber but did not reveal any obvious damage or separation on the device. Retention samples were also evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the retention samples were found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.